Manufacturer narrative:
(B)(4). The sample is unavailable and will not be returned to baxter. If any additional information is received, a follow-up will be sent.

Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 14:35:06. This was not reported by the customer. No patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.